Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (he) during dwell 2 of 4. Peritoneal dialysis registered nurse (pdrn) called to report the alarms. The baxter technical services representative (tsr) explained the alarms and had the pdrn cycle the power twice to clear them. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The final line clamp was left open. The tsr explained that the supplies were compromised and the pdrn would need to start over with new supplies. This pdrn was the patient's pdrn. The pdrn understood the explanations, cleared alarms, and would start over with new supplies. The hc was okay. Proper procedures were reviewed with the caller. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.